Event description:
It was reported that during ercp procedure, the radiopaque tip detached from the catheter. Follow up indicated that the radiopaque tip was in the common bile duct (cbd). Several attempts were made to remove the tip from the cbd, but were unsuccessful. On further follow up it was learned that the radiopaque tip had migrated deeper into the cbd. The device was returned and retained by this manufacturer. The device was evaluated. The evaluation showed a badly damaged sheath with multiple bends and rips. The tip was viewed at 10x magnification and it was determined that no portion of the tip was missing. The radiopaque marker was view and a piece less than 0.5 mm was found missing. The missing piece appears to be have been caused by a rubbing motion and all damage appears to have been done during use. No lot number was provided, therefore, a lot history search could not be performed. Of the two last lots shipped to the customer, there were no previous complaints. Co believes user technique, and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event, but appears to be from use of the device.